Event description:
It has been reported to philips that the system did not fully bootup. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and the customer informed that the system did not start up when powering on the system this morning. The user tried multiple restarts without success. The rse requested the technician to shut down and restart the system. Upon restarting, the system did boot up completely and the rse checked all system functions. However, the rse requested an on-site visit to check if there was any issue with the system. A philips field service engineer (fse) went onsite and checked the log file and did not find anything that caused the problem. The fse confirmed that the reported issue was resolved after restarting the system. System operating normally and returned to use. The same issue occurred again on oct 22, 2024, and the fse replaced the host pc and hard drive, as well as doing a complete software reload. After functional checks, the system was returned to working conditions. To date, no further recurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome.